Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The cassette for the complained lot of strips (278105 - expiration 05/31/2013) was only visually inspected as it was sent back empty and there were no strips left to test. No significant deviations were found.

Event description:
Reporter stated that customer received the following results on the mobile system within 3 minutes: 456 mg/dl and 140 mg/dl. The customer washed his hands between the two results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The cassette for the complained lot of strips (278105 - expiration 05/31/2013) was only visually inspected as it was sent back empty and there were no strips left to test. No significant deviations were found.